Manufacturer narrative:
H3, h6; software was returned for analysis. There was one session from the issue reported date. The session logged a few coil noise errors for the tools used in the procedure. The session indicated that the site used standard fess. Observed that the site performed multiple unsuccessful registrations and most of the error metrics were greater than 5mm. Logs captured probe verification failures. Also from the description, "observed that the patient was still wearing a nose ring at the end of the surgery". Apart from this, the logs didn't capture enough information to determine the root cause. Reviewed the archives and observed multiple registrations with registration accuracy ranging from 3mm to 17.3mm. Many registration attempts failed because their error metrics are above 5mm. In most cases, user has collected trace points on one side of face which is not as per protocol, also few points are collected in air and few are collected lightly on skin. Suggesting to collect good amount of trace points and at least 1 touch point to get better accuracy results. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0. H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system proceeded to perform as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgery was aborted due to the system being unable to achieve sufficient registration accuracy to proceed with navigation. The surgeon was occasionally able to obtain a registration accuracy slightly under 5.00mm, but navigation remained inaccurate. The manufacturing representative (rep) excited and re-entered the procedure with no resolution. The rep also swapped from the registration probe to a disposable tracer, but the issue persisted. There was no sign of metal artifacts. Additionally, the rep attempted all three registration types - 3-point touch, trace, and patient reference frame ¿ but was unable to achieve acceptable accuracy for navigation. In some instances, the collected registration points appeared displaced (e.g., on the patient¿s cheek) and did not correct themselves even after the minimum trace requirement was met. The 3d registration model showed a portion of the forehead cut off and artifacts around the patient¿s neck. The rep also observed that the patient was still wearing a nose ring at the end of the surgery. The surgery was aborted and rescheduled. There was less than an hour of surgical delay. Additional information as received. It was reported that the registration was inaccurate and was off at least a couple of inches or 30mm. It was noted that the registration did pass once or twice, however the registration remained way off.